Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that her insulin pump was not giving her the insulin. Customer stated that the infusion set cannula was bent and the insulin pump did not alarm to alert her. Customer stated that at the time to verify her settings she noticed that the time, date and bolus wizard settings were incorrect. Nothing further was reported.